Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at some point after implant the left ventricular (lv) lead lost its initial implant thresholds. Testing at the time of revision indicated some electrodes were pacing the atrium and fluoroscopy showed that the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead lost it's initial position the day after implant.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.